Event description:
Dr. (B)(6) reports in his letter that the drill got jammed in the drill guide. The surgery was finished with a back up device.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.